Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v498130, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# v488641, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was charging the implantable neurostimulator (ins) more often than expected. The ins hadn¿t been holding a charge for the past 2 weeks. The recharge frequency had changed as the patient had to charge the ins more. The duration of a charge was typically 5-6 hours. The patient would get good coupling while charging and the implantable neurostimulator recharger (insr) itself was charging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.